Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 the lay user/pt contacted lifescan alleging that the onetouch ultra meter read imprecisely. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt said he obtained a result of 399 mg/dl on january 6 around 5 pm. After another hour she allegedly obtained a reading of "hi". She says she injected 3 units of insulin from her pump based on the readings after she obtained the "hi". She said the 3 units of insulin was a guess and she didn't really know what to take based on the results. Within half an hour the pt reportedly had symptoms of shaking and sweating. She called the paramedics at that point who reportedly took her to the ER. The pt said she was treated with IV glucose and was given something to eat at the ER. The first reported reading the pt remembers at the ER was 50 mg/dl shortly after she was treated. Then two or three hours later she was tested again and had a reading of 130 mg/dl. When she left the ER the emergency staff did not give her specific steps to follow regarding management of diabetes. The pt says she tests her blood sugar six to eight times daily and did not detail her pump regime. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged she obtained inaccurate readings, took additional insulin based on the readings, and suffered symptoms indicative of hypoglycemia.